Event description:
Information was received indicating that a pump was alarming no disposable with a, smiths medical, cadd medication cassette attached at the 22.5 hour mark. It was reported the end user changed to another pump, however the backup pump was also alarming with the cassette. The pump rate was reported to be 46 ml over 24 hours. The complaint form indicates there was not injury. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).